Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that some days patient void a lot. Additional information received from the patient on (B)(6) 2018 who has had a gradual change in therapy/symptoms; they've had an intermittent return of symptoms. During the call, the patient used their patient programmer (pp) to verify the implantable neurostimulator (ins) is on; they are on program 3 at 2.0 v. As a result of what was reported, stimulation was increased to 2.2 v where they are comfortable sitting, standing, and walking; they will leave stimulation on the current setting and continue to track their symptoms. The patient was then advised to follow up with their healthcare provider (hcp) to ask for direction on changing settings, changing programs, and duration on each setting/program before changing. They will continue to track their symptoms; they have been voiding every hour. The patient further said they woke up at 5:30 am and went to the bathroom, and by time they got to the next bathroom, they had to go again. Later on that day, patient called back asking for more tracker sheets because they didn't have any left. They also spoke with their hcp who told them it was okay if they changed programs, but the hcp didn't specify which one to change to; program change information was reviewed. During this call, they clarified information regarding their pain at the tip of their penis. They were walking around a bit and noticed, from time to time, the tip of their penis will hurt, but it will go away. They said it had been going on for a while and said it started last week. Additional information was received on 2018-apr-02 reporting that the patient had to go to the bathroom about every hour before implant. The patient reported that since implant they were going about every 3-4 hours but on some days still going every hour. The patient stated that the issue was that the bladder was not emptying. The patient stated their doctor instructed them to change programs every week to see which worked the best. The patient noted that they were able to feel stimulation. No further complications were reported.